Event description:
It was reported that the unit broke during a laparoscopic procedure. It was further reported that the broken fragment was about 1-2 mm in size and was still in the body of the pt.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.